Event description:
It was reported that during a percutaneous coronary intervention procedure contrast was not visible in the balloon under fluoroscopy. The lesion was located in the left anterior descending artery. The 15mm x 2.25mm apex monorail balloon catheter was advanced across the lesion and into the intended location. Contrast was injected into the balloon, however, the contrast inside the balloon was not visible under fluoroscopy. The physician removed the apex and used another manufacturer's balloon to complete the procedure. No patient complications were listed and the patient's status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the hypotube was kinked 6.3cm distal to the strain relief. The balloon and markerbands were examined and no issues were found. The device was attached to an inflation unit and the balloon was inflated with no restrictions or leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure contrast was not visible in the balloon under fluoroscopy. The lesion was located in the left anterior descending artery. The 15mm x 2.25mm apex monorail balloon catheter was advanced across the lesion and into the intended location. Contrast was injected into the balloon, however, the contrast inside the balloon was not visible under fluoroscopy. The physician removed the apex and used another manufacturer's balloon to complete the procedure. No patient complications were listed and the patient¿s status was reported as ¿fine¿.